Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A definitive conclusion regarding the incident cannot be reached without an examination of the complaint sample. As a lot number was not provided, an sap delivery history search was performed to obtain all lot numbers with the reported catalog number delivered to the customer in the three months prior to the occurrence date. There were three lot numbers delivered to the complainant in this time period. A lot history review was performed for each of these lots and there were no complaints noted against the lots. This investigation is specific to ogden manufacturing. The production record for each lot identified on the patient¿s sap delivery search was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. Based on the available information, the patient experienced a dialyzer reaction (characterized by itching and vomiting). It is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions due to the dialyzer membrane of various types of dialyzers. The fresenius optiflux 180 nre dialyzer instructions for use cautions user of the known risk of hypersensitivity or anaphylactoid reactions to optiflux dialyzers during use. Currently, there is no evidence of a dialyzer product deficiency or malfunction associated with the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic nurse reported a patient had an allergic reaction to an optiflux 180nre dialyzer characterized by itching and vomiting during their hemodialysis (hd) treatment. Upon follow up, the charge hd nurse it was reported this patient was recently diagnosed with end stage renal disease (esrd) and is new to hd; beginning treatment in the clinic on (B)(6) 2019. It was reported on (B)(6) 2019, the patient began hemodialysis with the optiflux 180 dialyzer; there were no reported visual or suspected defects with the dialyzer in use. Reportedly, within minutes of starting the hd treatment the patient experienced symptoms of itching, nausea and vomiting. The patient was treated with benadryl 25 mg intravenously (IV); per patient standing orders. The charge nurse stated patient¿s symptoms resolved after the administration of benadryl. The patient completed the hd treatment without any further reported issues or hospitalization. The charge nurse indicated an allergic reaction to the dialyzer was suspected. As a result, the patient pre-medicates with oral benadryl 50 mg at home prior to every dialysis. Additionally, the optiflux dialyzers are also primed with extra saline during set up; before the start of every hd treatment. The patient continued hd treatments. The charge nurse, the clinic is finding an alternative dialyzer that is more biocompatible for the patient to use for hd treatment.